Event description:
The size of the subject device was not suitable for the area of treatment and it was taken out of the patient. When the subject device was being reloaded inside the introducer sheath, it broke at the detachment gap. No complications with the patient were reported to have occurred with the patient due to this event.